Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-92377.

Event description:
It was reported that the insulin pump alarmed button error and no delivery alarm. The customer stated that she tried changing the infusion set out, and she reported that the insulin started squirting out. The blood glucose reading was 367 mg/dl. She stated that she was unable to troubleshoot at the time of the call. Troubleshooting for the no delivery alarm could not be completed due to the button error. She reported that the no delivery alarm did not occur during the manual prime process. The cause of the alarm could not be determined. The customer stated that she would return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.